Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 300 mg/dl and was lowered to 175 mg/dl after an insulin injection. The customer indicated that the cartridge, infusion set, and vial of insulin would be changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.